Event description:
A universal high torque drill was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.